Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced hyperglycemia with nausea and sever vomiting. The patient´s mother took the patient to the hospital, where he was treated with IV insulin and IV fluids (saline solution). The patient recovered and was discharged the next day on (B)(6) 2023. At an unspecified time of the event the cgm reading was 100 mg/dl and the blood glucose reading was 515 mg/dl. At the time of the report, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.